Event description:
A malfunction alarm was reported by the customer, identified with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any further issues arise.